Manufacturer narrative:
Method: the device was visually inspected and found front frame, rear case post, cracked battery door and device ran with a knocking noise due to worn components. Conclusion: no conclusion can be drawn at this time. The history log will be evaluated and more information has been requested from the customer about the pt involved, the meds infused and the intended rate and dose to compare with the history log. A follow up report will be submitted when this information is obtained.

Event description:
Reported by the customer as: need to have pump history downloaded and sent to contact. Pt received more meds than pump was programmed for, possible operator error. Due for annual pm. No patient injury.